Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a syringe 50ml ls precise had a defective stopper during use. The following was reported by the initial reporter: "in the process of dispensing liquid, the rubber stopper of the syringe was deformed and could not be used."